Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro referenced is being filed under a separate manufacturing report number. The xience pro is currently not commercially available in the us.

Event description:
It was reported that during device unpackaging and prior to use, two different xience pro stent delivery systems were opened and the proximal shafts had separated. There was no patient involvement. The devices were not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.